Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Another like suture was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The procedure was an umbilicus aprox. The broken needle piece was visible and retrieved at that moment. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.